Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices discarded at the hospital.

Event description:
A patient initially implanted with afx devices which include three proximal aortic extensions, was reported to have a type 3b endoleak with holes in the graft material. The physician elected to explant the devices and complete an open repair. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, based on the limited patient data available, the clinical assessment was not able to confirm the reported type 3b endoleak. The clinical assessment additionally identified the following potential contributing factors to the reported event; off label use and patient anatomy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device were not returned for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient.